Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an edwards transcatheter valve was implanted inside a disabled 27mm bioprosthetic valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to degeneration. The implant duration of the disabled 27mm at the time of the valve-in-valve procedure was nine (9) years, eight (8) months, two (2) days. Both devices remain implanted. Patient was reported to be hospitalized in stable condition. There were no reported complications.

Manufacturer narrative:
Patient comorbidities were received.